Event description:
It was reported by the customer's wife that the customer was on his way back from alaska and his pump blew up and is no longer functional. Customer's blood glucose level was 300 mg/dl. Customer's wife wanted to make sure another pump could be sent over night. Customer's wife stated that the customer was using the needle to bolus from the reservoir without knowing how much insulin he was getting. Customer's wife was told that what the customer did was off-label use. Customer did not have a back-up plan with him. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.